Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent became damaged. A 4.50 x 16 synergy drug-eluting stent was selected for use. However, during preparation, it was noted that the stent was already partially inflated.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR: synergy ous mr 4.50 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent premature deployment occurred. A 4.50 x 16 synergy drug-eluting stent was selected for use. However, during preparation, it was noted that the stent was already partially inflated.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent became damaged. A 4.50 x 16 synergy drug-eluting stent was selected for use. However, during preparation, it was noted that the stent was already partially inflated.